Manufacturer narrative:
B3. Date of event updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp c10 was implanted in a 61 year old male through the 14fe low profile sheath via the femoral artery for a patient that presented with ami/cgs. The patients comorbidities are unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Upon insertion of the it was felt that the device was caught in the chordae tendineae of the mitral valve. When attempting to correct the position the pump came loose and was inadvertently pulled into the aorta. The initial 0.035" wire and pigtail that were may have been caught in the mitral structures and was unnoticed prior to exchanging or the 0.018" wire. The pump was removed and reinserted with no further noted positioning concerns and there were no noted consequences to the patient. The patient remained on support and was transported to the ICU. While on support the pump functioned as expected p-6 2.9l/min and there were no noted events. The patient was successfully weaned and the device was explanted. The device is conservatively being coded for hemodynamics instability since support was interrupted when correcting the positioning, however, it is important to note that the patient remained hemodynamically stable while troubleshooting.

Manufacturer narrative:
Added: d3. Corrected: d4 (catalog & serial). Device in wrong position: the cause of the device being in the wrong position was most likely use-related as the pump dislodged from the left ventricle during a repositioning attempt.

Manufacturer narrative:
B1 product problem was omitted in initial report.